Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition with periods of asystole of one to two seconds. An echocardiogram performed showed the rv lead had potentially perforated the patient and was dislodged and now in the left ventricle. The field suspected the unipolar signal of a pre-exiting epicardial lead may have interacted with this rv lead causing pacing inhibition but this was not confirmed. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.